Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button error alarm. Customer's blood glucose level was 202 mg/dl at the time of the incident. Customer stated insulin pump did not bumped or dropped but he was sleeping and then the pump started beeping. Customer stated that insulin pumps buttons was not responsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.